Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿a nurse reported the surgeon experienced a "burst of energy all at one time" leading to a posterior capsule (pc) tear during a cataract with intraocular lens implant procedure. The patient was referred to a retina specialist for a posterior vitrectomy to remove the debris from the vitreous cavity. The surgeon noted that the case normally takes him 30 minutes, took him a couple of hours to complete. The surgeon thinks it¿s an issue with the phaco. The surgical technician noticed no obvious pre-procedure checklist issues or intra-op issues. The surgeon had the same crew (nurse and technician) that usually assists him. A completed questionnaire was received. The patient was female. The right eye was operated on. The outcome of the event was confirmed with a referral to a retinal specialist. The retinal specialist completed a vitrectomy. The patient was not hospitalized. No medications or therapies were in use at the time of the event. The patient had cataract surgery on the left eye six (6) weeks before this event. The incision was temporal. The device was not reprocessed or reused on the patient. In the surgeon¿s opinion, it is unknown if the device caused or contributed to the event. The surgeon noted the company representative switched off the intelligent phaco (ip) and the phaco has been working fine. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. No patient general health or ocular health history were noted. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule.¿ no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2010. Based on qa assessment, the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
A nurse reported the surgeon experienced a "burst of energy all at one time" leading to a posterior capsule tear in two cataract with intraocular lens implant procedures. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Additional information received. The surgeon stated that the procedure that normallay takes 30 minutes took a couple of hours due to the phacoemulsification issues. The patient was referred to a retina specialist for a vitrectomy.

Manufacturer narrative:
(B)(4).